Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented to the hospital with a complaint of syncope. The patient's heartrate was in the 30's. It was also reported the lead was likely fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.